Event description:
It was reported that patient's pain level was the same as before he had the pump implanted. It was stated that the healthcare provider (hcp) had increased dosage by 20% "a little over a week ago." It was added that 'type of pain was different than what he had before"; patient felt like he was going to pass out so an ambulance was called during visit. Patient was admitted and his hcp wanted him to stay overnight; tests such as ect were performed. Patient was given "some oral meds." As of the date of this report patient continued to have his original pain since implant. Drug delivered via the device was morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2012, explanted: unk.